Event description:
A patient reportedly received unnecessary surgery because the wrong protocol was used when performing an mr exam. According to the ge healthcare field engineer, the doctor and site administration agreed the event was not caused by the mr system. The technician had entered the wrong protocol. Several attempts have been made to obtain additional information regarding the incident from the site. No further information has been provided.

Manufacturer narrative:
Investigation is ongoing.